Event description:
Reportable based on device analysis completed on 13nov2023. It was reported that a catheter issue occurred. The target lesion was located in a non-tortuous and non-calcified femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. The catheter got spun up on the guidewire making it difficult to remove. Imaging was also dark and blinking. Nothing resolved the issue and everything was removed. However, device analysis revealed a catheter twist.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly and that the catheter was twisted in the lap joint section. Microscopic inspection revealed guidewire exit port damage. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing revealed an electrical open in the distal catheter which x-ray images showed was due to a broken coax cable at 0 cm to 10 cm.